Event description:
The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011. No information was provided as to why the device was explanted, however, additional information has been requested. It is unknown whether the patient was reimplanted with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).